Event description:
The clinician reports the implant was inserted on (B)(6) 2022 in ada 13. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and bleeding. No further patient complications were reported.